Manufacturer narrative:
The manufacturing lot # is unknown. The implant date remains unknown. Semotowka m, kahn mb, roberts ab, bakshi kr, fairman rm, thin-walled polytetrafluoroethylene graft failure is a cause of axillary pullout syndrome. Surgery 1995; 117:113-4.

Event description:
Via scientific literature, an axillobifemoral bypass procedure was performed for the treatment of severe aortoiliac disease. The operation and postoperative course were uneventful. Three weeks post implant, the patient developed complications which included left infraclavicular pain and swelling. The patient was taken into surgery and the infraclavicular region was explored. It was noted that the ring of the graft remained sutured to the axillary artery and the graft itself disrupted just distal to the suture line. An interposition graft was placed between the subclavian artery and the disrupted segment of the original graft. Cultures obtained from the anastomotic site were negative. The patient had an uneventful postoperative course and was discharged.